Event description:
The patient had her pump had an unspecified volume discrepancy when it was filled with medication. It was re-filled with normal saline in (B) (6) 2009. The patient started to hear "beeping sounds" the last four days; non-critical and critical alarms. The patient had a low-grade fever that the patient stated could be an "infection" and wanted to know if this could be due to the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).